Event description:
It was reported that the user and a caregiver experienced difficulty scanning a glucose sensor, with on-screen messaging indicating the sensor was not compatible when attempting to use a freestyle libre 3 sensor instead of a freestyle libre 3 plus sensor. No adverse clinical symptoms reported. Outcomes included no impact on health status and no need for medical intervention or hospitalization. User support included customer service troubleshooting and user education regarding correct sensor compatibility for ilet integration. Investigation of this case revealed use of an incompatible third-party sensor; guidance was provided to use the libre 3 plus sensor to enable proper system function. It was concluded, based on previously established findings for similar reports, that use error related to incompatible ancillary equipment was the cause.

Manufacturer narrative:
Initial.